Event description:
Poor/no image quality upon ice catheter insertion, 2nd catheter opened per vendor. Trouble shooting including change the cable and the ultrasound machine was performed and did not solve the problem. The catheter was removed and a new catheter was used. The image was good with the new catheter. No injury to the patient.